Manufacturer narrative:
As the device did not show any deviation that could cause the reported incident we suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline." We recommend using our skull pins in combination with our skull clamps. Risks due to not permitted system combinations with third party components could not be excluded, as in this case. The interval of the supplier maintenance was exceeded by two years and eleven months by the customer. Although no deviations were found in this case, it cannot be excluded in general that any deviations may remain hidden if this maintenance specification is not complied with, and that possible risks may therefore arise.

Event description:
A customer informed us on the 19th of june that one of our products was involved in a posterior cervical fusion case (prone position), in which the treated patient sustained a laceration.